Event description:
A breathing problem (bad oxygen absorption) of pt was detected. Before transportation of the pt, it was detected that the pt died. The hospital staff mentioned that the carina did not ventilate the pt and did not post an apnoea alarm.

Manufacturer narrative:
The concerned carina was checked on site and found to be fully functional and to meet specification. The device log was downloaded and analyzed by the MFR. No hint for a device failure was identified. During the time of event the carina was set to CPAP mode with pressure support 20mbar. During the whole time of the event, the carina has posted optical and acoustical alarms for leakage and low minute volume. The apnoea alarm, which was reportedly missed, was inactivated by the users. CPAP is an elevated pressure level without active ventilation. Pressure support requires trigger impulses of the pt (breathing efforts). The MFR comes to the conclusion that no device failure has contributed to the pt outcome.